Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not dislodged from the device after removal from the patient. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The procedure used a retrograde approach. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model number, and french dimensions, was unknown. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The physician was certified to use the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not dislodged from the device after removal from the patient. The device could not hook the vessel when withdrawing. The plug did not fall out of the exoseal vcd shaft upon removal from the patient. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The procedure used a retrograde approach. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model number, and french dimensions, was unknown. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The device was used in an interventional procedure. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. The vascular sheath introducer was not retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. There was pulsitile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the plug of a 5f exoseal vascular closure device (vcd) was not dislodged from the device after removal from the patient. The device could not hook the vessel when withdrawing. The plug did not fall out of the exoseal vcd shaft upon removal from the patient. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The procedure used a retrograde approach. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model number, and french dimensions, was unknown. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The device was used in an interventional procedure. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. The vascular sheath introducer was not retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. There was pulsatile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted inside an unknown non-cordis catheter sheath introducer (csi); the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set on the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed. The functional analysis was performed. The unit was previously submerged in an ultrasonic machine to remove the blood. The cowling guard was set on the locked position. The indicator wire was pulled to move the indicator window from black/white stage as received into the black/black stage. At the black/black stage the deployment button was pushed down, it was completely depressed. The indicator window turned into black/red/white stage. The three stages were achieved in the indicator window as expected and the deployment button performed properly. The indicator wire area was evaluated with a vision system to magnify the loop observing that it had the correct loop shape without any visible damages or anomalies. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿indicator wire~damaged loop¿ was not confirmed. The indicator wire has the correct loop shape without any visible damages or anomalies. The indicator wire performed as expected when it was pulled to move the indicator window from black/white stage as received into the black/black stage. The indicator window achieved the three stages deploying the plug as expected and the deployment lever perform properly. The exact cause of the reported event could not be determined during the product analysis. Determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.